Manufacturer narrative:
The report of a rear case issue is confirmed based on class iii field correction; however no product was returned for investigation. No further investigation is necessary as CAPA (B)(4) is opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported that 10 point of care unit (pcu) rear cases needed to replaced.